Event description:
It was reported that the patient experienced persistent hyperglycemia with blood glucose readings over 400 mg/dl while using the ilet, despite multiple infusion set changes and no observed leakage, and later paused ilet use before planning to restart with contact detach infusion sets under trainer guidance. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with continued monitoring. Investigation included a review of use conditions and troubleshooting guidance provided to the user. Investigation of this case revealed no device alarms or observable infusion set failures and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.